Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11b13071 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of hypotension and staph epi peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies for peritoneal dialysis (pd). During a call to baxter customer service, the nurse reported the following. On an unreported date, the patient experienced hypotension. On (B)(6) 2011, the patient was hospitalized due to the hypotension. On an unreported date while hospitalized, the patient experienced staph epi peritonitis. Treatment during hospitalization was not reported. On an unreported date in (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient recovered from the event of hypotension. The patient was recovering from the event of staph epi peritonitis. Dianeal and extraneal therapies were ongoing. The nurse reported that the hypotension and staph epi peritonitis were unrelated to dianeal and extraneal therapies.